Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 242 mg/dl at the time of the incident. The customer's mother reported the customer sleeping when the two motor errors where received. The customer reported the drive support disk is normal slightly indented. The customer stated that the insulin pump was exposed to a body scanner at the airport. The customer received the motor position encoder error three times. The customer was advised of the replacement policy. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm and operating currents due to motor error alarms. Unit had minor scratched lcd window and cracked reservoir tube lip.